Event description:
The patient contacted lifescan and reported that their one touch ultra meter had a power issue. The patient reported that they were taken to the hospital aon the day of the report and their blood glucose result was 193 mg/dl (does not reflect serious injury), they were unable/unwilling to answer if they had experienced symptoms at the time of concern. They were not given any treatment at the hospital. During troubleshooting, it was verified aht they were using the correct test strips. They were asked to press the power button, but the meter did not turn on. The battery was checked for correct installation. It was last replacement less than a year ago and the condition of the battery contact was good. A replacement meter was to the patient.